Event description:
Device issue: resistance during thumb advancer stroke. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of common femoral artery after a diagnostic procedure. Reportedly, increased resistance was felt during the thumb advancer stroke; however, the sheath did completely split and the technician deployed the clip. The device was removed and once outside the patient's anatomy, it was found that the clip was in the distal end of the device. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.